Manufacturer narrative:
The exhalation valve latch was adjusted to enable easier latching of the exhalation valve to prevent insufficient mechanical ventilation.

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit had a loss of mechanical ventilation during a case. The patient was ventilated manually, unit replaced, and case resumed. There was no report of patient injury.